Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("severe side effects"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), device dislocation ('migration of device') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), inflammation ("chronic inflammation"), menstrual disorder ("changes in menstrual bleeding"), scar ("scarring"), psychological trauma ("psychological injuries"), middle insomnia ("sleep disruption"), cognitive disorder ("cognitive deficits"), hypersensitivity ("allergic reactions") and autoimmune disorder ("immune-type reactions"). The patient was treated with surgery (essure removal via hysterectomy and various revision surgeries on (B)(6) 2014 to remedy the complications resulted from essure). Essure was removed. At the time of the report, the pelvic pain, device dislocation, perforation, migraine, genital haemorrhage, inflammation, menstrual disorder, scar, psychological trauma, middle insomnia, cognitive disorder, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, cognitive disorder, device dislocation, genital haemorrhage, hypersensitivity, inflammation, menstrual disorder, middle insomnia, migraine, pelvic pain, perforation, psychological trauma and scar to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pain"), device dislocation ("migration of device"), perforation ("perforation") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("patient had hysteroscopic sterilization on, followed by thermal balloon"). The patient had a medical history of tubal ligation in 2013 and cervicitis, parity 2, gravida ii, spotting vaginal, abnormal uterine bleeding, suprapubic pain, vaginal discharge, vaginal bleeding and smoker. The patient had a family history of pancreatic cancer. Concomitant products included aerovac-g aerosol (cold vaccine), gentamicin, ampicillin and depo provera (medroxyprogesterone acetate). On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), migraine ("migraines"), inflammation ("chronic inflammation"), menstrual disorder ("changes in menstrual bleeding"), scar ("scarring"), psychological trauma ("psychological injuries"), middle insomnia ("sleep disruption"), cognitive disorder ("cognitive deficits"), hypersensitivity ("allergic reactions") and autoimmune disorder ("immune-type reactions"). The patient was treated with salbutamol as well as surgery (essure removal via hysterectomy & bilateral salpingectomy, various revision surgeries on (B)(6) 2014 to remedy the complications resulted from essure and uterine ablation). Essure was removed. At the time of the report, the outcomes for pelvic pain, device dislocation, perforation, genital haemorrhage, migraine, inflammation, menstrual disorder, scar, psychological trauma, middle insomnia, cognitive disorder, hypersensitivity and autoimmune disorder were unknown. The reporter considered autoimmune disorder, cognitive disorder, device dislocation, genital haemorrhage, hypersensitivity, inflammation, menstrual disorder, middle insomnia, migraine, pelvic pain, perforation, psychological trauma and scar to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): was normal with anteverted mobile uterus and no adnexal pathology [ultrasound scan vagina] on (B)(6) 2014: the increased vascularity throughout the cervix could be on the basis of cervicitis. An arteriovenous malformation is felt to be less likely. There is funneling of the upper cervix with heterogeneous tissue of fairly low vascularity, possibly inflammatory. No drainable fluid collection is seen above the cervix at this time; on (B)(6) 2014: increased vascularity at the level of the endocervix suggestive of inflammatory change. That area was approximately 4.3 cm. There was no drainable area and otherwise it was a normal scan. White count did come down from 23 to 16 on admission day 1 and she remained afebrile, and the bleeding had settled significantly and bled only when she got up to go to the washroom. On the second day of admission, the date of discharge, she was doing well and felt comfortable with discharge home. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Event medical device monitoring error was performed added. Lab data, medical history, & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain'), device dislocation ('migration of device') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), migraine ("migraines"), genital haemorrhage ("excessive bleeding"), inflammation ("chronic inflammation"), menstrual disorder ("changes in menstrual bleeding"), scar ("scarring"), mental disorder ("psychological injuries"), middle insomnia ("sleep disruption"), cognitive disorder ("cognitive deficits"), hypersensitivity ("allergic reactions") and autoimmune disorder ("immune-type reactions"). The patient was treated with surgery (essure removal via hysterectomy and various revision surgeries on (B)(6) 2014 to remedy the complications resulted from essure). Essure was removed. At the time of the report, the pelvic pain, device dislocation, perforation, migraine, genital haemorrhage, inflammation, menstrual disorder, scar, mental disorder, middle insomnia, cognitive disorder, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, cognitive disorder, device dislocation, genital haemorrhage, hypersensitivity, inflammation, menstrual disorder, mental disorder, middle insomnia, migraine, pelvic pain, perforation and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2022: legal claim received - patient¿s information (dob) and essure indication and insertion date were provided. The event medical device removal and adverse reaction were replaced by the events chronic pelvic pain and device dislocation. Furthermore, the events perforation, migraine, genital hemorrhage, inflammation, menstrual disorder, scar, mental disorder, middle insomnia, cognitive disorder, hypersensitivity and autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("severe side effects"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021, no new clinical information received, update to imdrf/FDA codes only. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("severe side effects"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.